Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis found the battery developed high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a pacing problem. It was noted that when a remote transmission had been done about a year previous, the device was pacing at 65 beats per minute in a ventricular-only mode and elective replacement (eri) was later triggered. When the patient presented to the emergency room, there was no right ventricular capture. The lead was functioning normally when tested through the lead analyzer, so the device was explanted and replaced. No patient complications have been reported as a result of this event.